Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned for evaluation. The evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known.

Event description:
During an emergency procedure for a myocardial infarction, after the installation of a first stent that allowed the transient re-balancing of the artery, the manifold valve open alert message displayed on the cvi injector's control panel, and the user was unable to perform an injection of contrast with the cvi injector. After a complete check of possible causes and change of all the consumables, the manifold valve open alert message continued to be displayed on the cvi injector's control panel. To complete the procedure, the users (physician and paramedic) decided to bring another cvi injector head from the annex room, as the patient was not transportable. This resulted in additional time being added to complete the procedure, detracting the patient's prognosis by 55 minutes. Post-procedure, the patient was in the recovery room, with necrosis of the heart.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4) was returned on (B)(4) 2022. The cvi injection system was functionally tested at the acist europe service center, nl, and met the pre-established specifications. There was no indication of a device malfunction related to this event based on testing of the injection system. Per the cvi user manual, when a manifold valve open message is displayed, the user is instructed to follow the following steps: this message may be generated if the manifold is not fully secured in the manifold valve sensor. Continued pressure from the syringe may be keeping the valve open; push the standby button to pause the cvi system and to allow the manifold valve to return to its home position; the white slide clamp above the contrast sensor may be closed; short purge may cause the manifold valve to return to its home position; the manifold may need to be replaced. This report is closed. .